Event description:
It was reported that this right atrial (ra) lead triggered a lead safety switch (lss) due to high out-of-range pacing impedance measurements. Additionally, oversensed noisy signals were observed. Technical services (ts) reviewed the device data and noted pacing impedance measurements greater than 3000 ohms, along with oversensing noise stored in atrial tachy response (atr) episodes. No adverse patient effects were reported. This ra lead remains in service. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".